Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. An investigation of the device history records (DHR) was conducted by the manufacturer of potential related lots. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: there is a temporal relationship between the event of hernia and pd therapy on the liberty select cycler. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler. Based on available information the cause of the hernia is unknown. Many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the patient had a pre-existing hernia which was repaired back in december and that the patient was recently diagnosed with another hernia (type unknown). The patient is schedule to undergo a hernia repair on (B)(6) 2018. Per pdrn the patient¿s hernia is been monitored confirmed it was previously known issue. The pdrn stated that the patient is completing peritoneal dialysis (pd) treatment on the cycler without further issues. Additional patient information was requested; however, not provided. Additional information regarding the hernia repair was solicited; however, to date none has been received.